Event description:
A data error alert 4 was reported by the caller after the pump ship date. The blood glucose level of the customer stayed between 54-500 mg/dl (3.0-27.7 mmol/l). A replacement pump was sent. The customer continued to use current pump and has manual insulin therapy if pump fails.